Manufacturer narrative:
The received information and log files of the affected device have been analyzed in the course of investigation. It could be assessed that the device had detected a deviation within the pcb sensor. Ventilation was stopped and the device alarmed "inop - technical failure" visually and acoustically as specified for this kind of failure. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use.

Event description:
It has been reported that after successful device check, the unit failed while in use on a patient during in-house transportation. The patient was then bagged. The device displayed inop - technical failure - contact dräger service and a subsequent device check failed. No injury was reported.